Manufacturer narrative:
The involved sponge is manufactured by supplier (B)(4). (The original manufacturer, (B)(4)). (B)(4) (importer/repackager) is submitting medical device reporting as the importer/repackager. (B)(4). The sponge was unable to be returned for further evaluation because it was contaminated with body fluids; however, (B)(4) conducted an internal investigation to evaluate the product and complaint history for any related trends. There was no inventory of the involved sponge lot available in the (B)(4) warehouse at the time of complaint receipt. (B)(4) has not received any similar complaints for this lot number. A review of the product complaint history for model 400 does not indicate any related trends for this issue. The supplier has procedures and requires multiple inspections throughout the manufacturing process to ensure that debris and lint is eliminated as much as possible. The supplier has been notified of this complaint and is conducting its own investigation. (B)(4) will follow up with the supplier to further evaluate the product complaint and manufacturing processes to ensure that quality specifications are maintained. The complaint has been logged in (B)(4) trending database where we will continue to monitor for any related product trends; however, at this time there does not appear to be any related trends for this lot number or product model.

Event description:
(B)(4) is the importer/private label distributor of the lap sponge involved in the adverse event. A physician at (B)(6) medical center reported fibers were detaching from the lap sponge and remaining on/around the incision site during a c-section procedure. This report was made to hospital purchasing staff whom reported the incident to (B)(4) on (B)(6) 2015. The scrub tech made certain to remove the fibers from surgical site. The team believes all loose fibers were removed and that the patient suffered no adverse affects as a result. The sponge is manufactured by supplier (B)(4).